Manufacturer narrative:
Updated fields: d4-primary UDI number, d4-unique device identifier (UDI) #1, d8, h2, h3, h6, and h11 this supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: liquid immersion in the s-block (suction) causes the image to report an error e315. The most probable cause for the malfunction is not established, which is the investigation findings do not lead to a clear conclusion about the cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the colonovideoscope exhibited an e315 scope communication error code. The issue was found during routine maintenance and there were no reports of patient involvement.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.